Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer was using Fiasp insulin. Tandem technical support educated the customer that Fiasp insulin is off label per the Tandem User guide. The customer¿s blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. A correction injection was administered to address the BG. Reportedly, a supply change was performed to address the issue, and insulin delivery was resumed.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.